Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 to explant and replace the ipg. Effective stimulation was restored following the procedure.